Event description:
It was reported that the cranial-collateral sheer pin was broken, preventing lateral rotation of the c. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the broken sheer pin. System operates as intended.